Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. Per the OEM, the endoscope was received with mechanical damage to the distal window assembly hermetic seal resulting in fluid invasion and subsequent minor damage to optical components. The customer reported complaint does not itself constitute a reportable event; however, the missing lens, if to reoccur, could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, one glass was missing from the endoscope. This was identified during set up; endoscope was not used in the case. There was no allegation of any harm, injury, or adverse outcome to a patient.